Event description:
It was reported that the stent could not be deployed in the target lesion; therefore, it was removed from the patient¿s body. Post removal of the stent delivery system, blood was observed in the stent. There was no reported clinical consequence to the patient. The physician continued procedure with a similar device.

Event description:
It was reported that the stent could not be deployed in the target lesion; therefore, it was removed from the patient's body. Post removal of the stent delivery system, blood was observed in the stent. There was no reported clinical consequence to the patient. The physician continued procedure with a similar device.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Analysis of the device revealed that the outer body was kinked on its proximal shaft at 51.0cm on its proximal end. The stent was in the outer body in its intended location. There was a large amount of blood in the outer and inner body. The inner and outer body were flushed, and the stent was successfully deployed. During testing there was a lot of friction when the inner body was pushed in the outer body. The inner body was cut on its distal section at 1.0cm and found to be kinked on its mid shaft at 70.0cm from its proximal end. The outer body, inner body and stent were measured and found to be within required dimensional specifications. It is likely that because of the high friction during stent deployment, the user may have applied excessive force between the inner body and the catheter in an effort to deploy the stent. The root cause of high friction cannot be definitively determined. However, excessive user force likely accounts for the damages observed on the returned device. The reported stent thrombosis has been confirmed based on the information provided by the user facility. The root cause of the stent thrombosis cannot be determined. However, thrombosis is considered an anticipated procedural complication since it is a known physiological effect of the procedure and noted within the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this investigation.